Manufacturer narrative:
Through follow-ups, the field service engineer went to the site and reconnected the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. The unit is back in service.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.